Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The battery compartment and chassis base both showed contamination consistent with fluid ingression. The reported battery leakage could be confirmed due to fluid ingression.

Event description:
Information was received that this smiths medical cadd solis hpca pump "battery exploded in the case." No reported adverse effects.